Manufacturer narrative:
The lead was returned with no complaint reported event. As received, only the connector end of the lead was returned in one piece for analysis. Visual analysis found full breach insulation degradation near the connector boot. The insulation was noted twisted in this region. Electrical testing did not find discontinuities but found internal shorts between conductors due to the twisted coils consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis. Degradation problem.